Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise. It was noted that the patient presented to the clinic; however, no testing was performed in an attempt to reproduce the noise. A boston scientific technical services consultant recommended isometrics while evaluating the secg's and consider reprogramming based on the findings. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise. It was noted that the patient presented to the clinic; however, no testing was performed in an attempt to reproduce the noise. A boston scientific technical services consultant recommended isometrics while evaluating the secg's and consider reprogramming based on the findings. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that the patient was brought into the clinic for evaluation. Isometrics produced noise in primary and secondary vectors. Therefore, the device was reprogrammed to alternate vector. It was noted that the patient has a concomitant competitive implantable cardioverter defibrillator (ICD) which was initially programmed to 40 ppm and today was reprogrammed to ovo (tachycardia therapy off) 40 ppm. An x-ray was ordered and the patient will be followed once the results are known. The bsc technical services consultant documented the testing and programmed results. The system remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.